Manufacturer narrative:
A steris service technician arrived onsite and verified via the cycle printout that no alarms occurred and that the washer did not appear to be in operation during the time of the reported event. The steris technician inspected the washer and was unable to duplicate the reported event. No issues were noted and the washer was returned to service. No additional issues have been reported. User facility personnel stated to the steris technician that during previous operation of the washer, employees manually tried opening the washer door; the washer door should open/close automatically and should not require employees to open the door manually. The operator manual stated (pp.1-1), "in case of power loss, automatic door(s) lowers slowly by gravity. Keep fingers and hands out of door area to avoid personal injury." The user facility accepted steris' offer to in-service training; the steris account manager is working with user facility personnel to schedule a time.

Event description:
The user facility reported that the door on their reliance 444 washer closed quickly subsequently causing an employee to sustain an injury to their hand. The employee sought treatment at the facility's ER.